Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient (unknown ethnicity) who experienced monomorphic ventricular tachycardia with a "possible" relationship to the impella device used. Impella was implanted and single access protected percutaneous coronary intervention was completed with "great" success and stability. The device was weaned and explanted. Three days after the impella device was explanted, the patient experienced two separate sustained runs of monomorphic ventricular tachycardia. The first lasting ~2 minutes, and the second lasting 6 minutes. The patient was asymptomatic and spontaneously returned to sinus tachycardia after a rapid response team was called. Electrophysiologist was consulted; intravenous potassium and magnesium replacement was ordered as well as intravenous amiodarone drip and increased dose of metoprolol. The patient was scheduled for biventricular implantable cardioverter-defibrillator placement, which occurred two days later before discharge from index hospitalization. The patient recovered with sequelae.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26283 as it is unknown if the initial reporter also sent the report to the food and drug administration.